Manufacturer narrative:
The local boston scientific sales representative stated that he has spoken to the clinic staff who follows this patient. They are unaware of any alerts or issues with his device or remote monitoring system. All device numbers are within range and stable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system. No adverse patient effects were reported.